Event description:
Severe black synovial deposits were visualized throughout the pt's right knee; very thickened, which appeared to be a metallosis type deposit. Two biomet devices involved in this report: type: ascent primary curved bearing 12 x 79/83. Part #: 179381. Lot #: 949630. Type: allpoly patellar button. Part #: 11-150842. Lot #: 552400.